Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 500mg/dl. Customer¿s current blood glucose of 378mg/dl. Customer was treated with insulin pump and manual injections. Customer stated that insulin exited at quick release. Insulin pump will not be return for analysis.